Manufacturer narrative:
Arjo representative was informed about an event involving a maxi move lift and clip sling (model no maa4100m-m and serial number (B)(6)). It was reported that the clip became detached during patient transfer. As a consequence of the event, the patient fell out from the device and hit their head by the device spreader bar and bed frame. Information regarding patient outcome was not provided by the customer. Arjo was informed that patient passed away. After the event the device and sling was evaluated by arjo technician. No malfunction was detected. The arjo representative made attempts to contacted the customer to gather additional information regarding event circumstances. Despite our best efforts, the customer did not provide additional information related to the event. Taking into account all facts and information collected in a course of this investigation, we cannot determine correlation between the patient fall and reported death. If additional information became available, a supplemental report will be submitted. To conclude, the arjo floor lift and clip sling were used as a system for the patient transfer when the clips detached and from that perspective, the system did not meet its performance specification. We decided to report this complaint to the competent authorities due to indication that patient fell during the transfer and passed away.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about the event involving maxi move device and sling. It was reported that during patient's transfer a sling clip detached from device spreader bar. As a consequence of the event patient's head hit the cradle of the lift and the foot barrier of the bed. Arjo received information that patient passed away. The device evaluation did not reveal and malfunction. Collecting information regarding event circumstances is ongoing.